Event description:
Catheter problem, where the catheter was re-sterilized. Upon insertion of a dalg sheath into the patient's left atrium, the physician maneuvered and rotated the lasso catheter clockwise towards the left superior pulmonary vein (lot number is unknown because it was reused). However, the tip of the catheter perforated the wall of the left superior pulmonary vein, and got stuck there. The tip between the first and second electrical potential separated from the body of the catheter. A snare catheter was used to completely remove the tip. There was no patient information. Patient's prognosis was satisfactory and had fully recovered.

Manufacturer narrative:
.